Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty the femoral impactor broke into two pieces upon impacting the femoral component. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned section of the persona femoral cr impactor pad confirmed that the part had fractured. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.